Event description:
On 14 may 2025, leica biosystems received the following information: ¿37 cassettes (gi bx) over process and ran to completion. Prior to run reagent changed bottle 10 (100% alcohol) user did test all the reagents with hydrometer. User did disposed [sic] all the alcohols, user did confirmed [sic] that hydrometer matched the concentration of all the alcohols with the software. Event log confirmed correct protocol was ran.¿ on (B)(6) 2025, the local assigned leica applications technical team lead ¿ core histology (fas) provided support to the customer and documented the following: ¿customer stated that they checked the alcohols with a hydrometer and confirmed that bottle 10 was removed and reset without actually changing the reagent. This bottle was the last reagent before xylene. Review of the logs indicated that the retort was drained and the samples were not removed from the retort, which stays at 65c until the quick clean has been performed, for an excessive amount of time.¿ the fas documented the affected patient tissue samples were derived from one (1) ¿factory 1 hr xylene protocol¿ executed in retort a comprising 37 cassettes which started at 17:03 on ¿(B)(6) 2023¿ and completed at 18:26. The type(s) and size(s) of affected patient tissue was documented as ¿gi biopsies¿ and ¿<1mm¿, respectively. The affected tissue artefact was described as ¿hard/overprocessed. Logs show that the customer left the samples in the retort for 41 minutes following protocol completion¿, and the affected patient tissue samples were re-processed ¿on the peloris following rehydration¿. The customer measured the reagent concentration in bottle 10 using a hydrometer and recorded both the measured reagent concentration and that calculated by the instrument software algorithm. Bottle 10 was recorded as having a measured concentration of 87% and a software concentration of 100%. On (B)(6) 2025, the local assigned leica field service engineer (fse) provided support to the customer and documented that after performing necessary part replacements the instrument passed verification tests. On 28 may 2025, leica biosystems melbourne received information that all patient cases were diagnosable; and no re-biopsy was performed nor recommended. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿gi 1 hr¿ protocol comprising 37 cassettes which started in retort a at 17:03 on (B)(6) 2025 and completed successfully at 18:24 on (B)(6) 2025, from which sub-optimal tissue processing was reported by the customer. Based on information provided by the customer, bottle 10 (ethanol) would have contained 87% ethanol, which is not appropriate for use in the final dehydrating step of a protocol. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first processing step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The root cause for the sub-optimal processing of patient tissue samples reported by the customer was a use error. Specifically, a user failed to complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ the patient tissue samples being present in the heated retort for an extended period of time before being re-processed ¿on the peloris following rehydration¿ would have also contributed to the sub-optimal tissue processing reported by the customer. Although the information available indicates that no patient cases were affected, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint.